Event description:
(B)(4) - it was reported by the consumer that the leo-4s scooter batteries were depleting too fast, and when fully charged, the unit would run only for about one and a half hour. There was no injury reported.